Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that he met with the rep on (B)(6) 2016 and ran one physician mode recharge (pmr) session. The patient stated it had been approximately four months since a charging session. He stopped charging because he felt that the stimulation was not making a difference. However, he recognized after several weeks that he was not moving as well with the implantable neurostimulator (ins) in the overdischarge state. The rep was able to interrogate the battery and get a power on reset (por) message with the recharger. The rep was assisted in bypassing the por and was able to start a normal charging session. The rep later reported that he did not have any details specifying when the patient first started experiencing overdischarge. The patient further reported that he was not able to charge his ins and it ran out all the way. The ins depleted and the recharger showed a reposition antenna screen. The patient programmer showed poor communication, so he went to his neurologist and they put a charge on it, but he was still not able to charge. The patient was going to follow-up with his doctor. The patient¿s indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.